Event description:
Reporting status: serious injury - death. Reporting rationale: device did not seal the perforation. Device issue: none. It was reported that a 3.0 x 19 graftmaster was attempted to be placed inside another company's stent to seal a perforation; however, it would not cross and was not deployed. A 3.0 x 16 graftmaster was then placed successfully, but it did not seal the perforation, as the perforation was large. The patient died on the cath lab table. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that this device was able to cross another company's stent and was then placed successfully, but it did not seal the perforation, as the perforation was too large. The device was not returned; therefore, no root cause could be determined.